Manufacturer narrative:
Device available for evaluation - yes, returned to manufacturer on 08/15/2016. Device returned to manufacturer - yes. Device evaluation: the assembled lens case was returned in a white pouch. Visual inspection at 10x microscope magnification was performed. Loose particles were observed on the sample which is indicative of handling of the lens out of the sterile environment. Residues of ovd (ophthalmic viscosurgical device) were observed on the lens optic and haptics. Both lens haptics were observed in good shape and form. No foreign material, as reported by the customer, was observed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon inspected the lens, model zcb00, prior to loading it into the cartridge and noticed a spot on the lens. The surgeon did not use the lens and replaced with another lens of the same model and diopter. There was no patient contact, the patient is fine. No additional information was provided.